Event description:
On (b)(6)2026, Dr. (b)(6)reported that a 62-year-old male patient presented to the office with concerns related to a previously placed dental implant. The implant was placed on (b)(6)2025 at tooth position #19. It was reported that the implant was not placed after an immediate extraction and was not immediately loaded. The prosthetic restoration was performed on (b)(6)2026. The prosthesis was screw-retained. The patient presented with the issue on (b)(6)2026, after the final prosthesis delivery. During the examination, the doctor discovered that the implant had lost primary stability. Additionally, the doctor noted that the implant had successfully osseointegrated but became mobile after crown placement, approximately six months after the implant placement. As a result, the implant was removed on(b)(6)2026 using a spoon-shaped surgical curette. The implant was replaced. The patient was asymptomatic. The opposing arch consisted of natural teeth, and the type of abutment was a prefabricated abutment. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had Type II bone quality and excellent oral hygiene. No abnormalities were noted with the implant or its packaging.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (b)(4).